Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited high capture thresholds and failure to capture. Lead was explanted and replaced successfully. Patient condition was stable.

Manufacturer narrative:
A complete lead was returned in three pieces. The connector portion measured 6.7 cm, middle portion measured 5.5 cm, and the distal portion measured 45.4 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.